Event description:
Boston scientific received information that the right ventricular (rv) lead and left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and both leads were surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.